Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to the front panel overmold being damaged causing the pace encoder cable to become misaligned from a connector on the control board. The pace encoder cable was reworked and the front panel overmold was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device was unable to adjust pacer rate. Complainant did not indicate that there was any patient involvement in the reported malfunction.